Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing a very fast heart rate and they felt that their implantable pulse generator (ipg) was not working correctly. The patient "hit" himself in the chest, which reportedly resolved the symptoms. The ipg remains in use. No further patient complications have been reported as a result of this event.